Event description:
It was reported by the customer that a bd pyxis medbank twr mn 8hh-3fh system had issue when pulling the medication. When user tried to issue any of these med's vitamin d3 1000 iu cap, paliperidone ER 3mg tab, divalproex sodium dr 500mg tab, olanzapine 20mg tab and selects the med, and then presses issue nothing happens and no drawer opens, the blue dot stays blue and will not turn green stating she issued the medication. Under mql she has all permissions to get the medication, and all the meds that are trying to be giving are not controlled subs. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening when attempting to issue medication. A technical support specialist instructed to call back during the day when a t2 could help, as they were unable to resolve the issue. No resolution was provided by the technical support specialist or field service engineer or customer regarding the reported issue. No additional information is available.